Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after days of use, the ventilator had a leak alarm due to a leak in the connection. It was found that the device's balloon was leaking and deflated and the airway could not be fixed. When the ventilator was disconnected and the tube was pulled out, it was replaced with a mask to absorb oxygen to keep the airway open.